Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly, low battery alert, failed battery alarm and power loss alarm on the insulin pump. Customer¿s blood glucose level was 190 mg/dl. Customer advised they placed a new battery in the device and about five minutes later it turned on. Customer had to go to work and advised they would call later to troubleshoot the device.